Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps tips do not approximate. The user completed the procedure using a backup fenestrated bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.